Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had varying impedance that was noted to spike and then recover. The lead was capped and replaced. No patient complications have been reported as a result of this event.